Manufacturer narrative:
Results - eval of the returned product revealed, when the unit is set to voice and tone or voice only modes, the pre-recorded voice message does not play as it should, a clicking noise sounds instead. The unit flat contacts and battery springs are corroded and also have battery leakage residue. (B)(4).

Event description:
Customer reported a scratchy and clicking sound is heard when the alarm sounds. The issue was discovered during setup, but the date is unk. No pt incident or injury reported.